Manufacturer narrative:
Additional information for the initial MFR 1220648-2024-14931 was provided in sections h1 and h6. The console (aic) was not returned for evaluation; however, the aic logs were returned. Upon review of the logs, it was reveal the that issue occurred with a previous console and the current console was the replacement. Therefore, there was no issue(s) found during the case and the device functioned /operated to specification. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported the automated impella controller console failed upon start up. The console was replaced with a different console. There was no patient harm.